Manufacturer narrative:
Livanova (B)(4) learned from a follow up communication with the customer the customer did not always perform the disinfection procedure. Livanova (B)(4) received the lab test results confirming the contamination. Further follow up communication revealed that the heater cooler system 3t was positioned parallel with the patient bed with an estimated distance of approximately 1,8 meters. The heater cooler system 3t was sent to livanova (B)(4) to undergo the deep disinfection procedure. The deep disinfection procedure was completed successfully on (B)(6) 2017. The unit was returned to the customer. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the unit is still in use, and is used inside the operation theatre. The customer reportedly performed a disinfection cycle on the involved device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.